Manufacturer narrative:
(B)(6). Investigation summary: customer returned a photo of a syringe. Customer states that the pharmacist was poked when one of the needle stuck out of the insulin packet. The attached photo was examined and exhibited the syringe with the shield off of the syringe and a bent cannula along with what appears to be the site of the reported needle stick. A review of the device history record was completed for batch# 7254508. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200715764, 200715765] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: "on (B)(6) 2019, holdrege received a complaint, via a photo for shield off in package. The picture show a person's finger with a red dot on the tip of it. The tip of a syringe with a bent cannula can be seen along with an orange shield. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. When the polybag is released it drops by gravity to a conveyor where it travels over a scale and to the automatic packing operation. Inside the packing operation, cartons are erected, bags are picked up from the conveyors by robots and placed into the erected cartons, and then they are closed. The cartons pass over a scale before they are packed into the shipper. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that the needle pierced the shield before use with a syringe 0.5ml 31ga 6mm. The following information was provided by the initial reporter, pharmacist was arranging the insulin syringe and was poked when one of the needle stuck out of the insulin packet. After the incident at around 11.45am on (B)(6) 2019, I proceeded to the a and e department to seek medical treatment. A baseline blood test of hiv, hep b and c was ordered on that day itself and since the a and e doesn't have stock for hep b vaccines, I visited a private gp to get the first dose of hep b vaccines after I came out of a and e outpatient. The first follow up with the infectious clinic appointment was on (B)(6) 2019 of which I went and the doctor has put me on a pep 28 days regime medications. Truvada and tivicay. Subsequent follow up is to be made on 1 month, 3 months and 6 months after the incident.